Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received and the lot number has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose vascular closure system after an interventional procedure. Upon completing the 4th click the physician was unable to remove the device, "device got stuck". The physician dilated the tract up to vessel/arteriotomy and examined the clip and the clip delivery tube and vessel locator. Some force was applied to remove the device and compression was applied at the femoral site there was no femoral bleeding. Closure was achieved with the starclose device.